Event description:
It was reported, the pt complained of shocking down the left arm since back surgery in october. The pt experienced an uncomfortable sensation when the telemetry was complete for about 30-45 seconds post-programming. This sensation was sporadic and not positional related or induced with palpation. Impedances were checked at 1.5 volts. There were no impedance readings over 4000 ohms or under 250 ohms. The pt was referred to a neurosurgeon. The device was replaced. The pt was programmed to previous settings. No further complications were reported.